Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, e1, e3, h6.

Event description:
The device has been discarded.

Event description:
Physician reported rupture on the left side. The device has been explanted and replaced with a non-allergan implant. Device has been discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture on the left side. The device has been explanted and replaced with a non-allergan implant.